Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-jun-2022. [Additional information]: on 12-jun-2022, additional information was received. The information indicated that the complaint coil was not stretched when it was removed from the patient; it was still attached to the delivery system when it was removed. A pre-deployment electrical check was performed. The low battery light was not seen during the case. All connection fit properly without application of force. The reported issue did not result in any clinically significant delay in the procedure. The information confirmed there was no patient adverse event or patient consequence reported. E1: initial reporter phone: (B)(4). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during the coil embolization of an unruptured aneurysm; the location is at the bifurcation of the right middle cerebral artery (mca). The details of the procedure are as following: 90cm 6f shuttle sheath was inducted into the right internal carotid artery (rt-ica), the distal access catheter (dac) sofia¿ select catheter (microvention) to the m1 segment. The prowler select plus microcatheter was introduced into the superior m2 segment, the headway® duo microcatheter (microvention) was advanced to the c1 and the 3mm, 10mm arch pulserider aneurysm neck reconstruction device (anrd) was deployed in a hybrid configuration. The microcatheter was advanced into the target aneurysm via trans-cell technique. Continuous flush was maintained. Coil embolization was initiated. The complaint coil, a 1.00mm x 3.00cm galaxy g3 mini (glm910030 / 30701273) was the seventh (7th) coil used. The coil did not detach during the detachment attempt. The detachment button was pressed several times, but the coil did not detach. The enpower control cable (ecb00018200 / 30701269) was replaced and another attempt to detach the coil was made, but the coil still could not be detached. Another coil was used to replace the complaint coil. Additional coils were implanted, the pulserider was detached, and the procedure was completed. There was no report of any patient adverse event or complication. The complaint device is reported as not available to be returned. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30701273) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. No determination of causes and possible contributing factors could be made. As a result, the investigation will be closed. Failure to detach is a known potential product issue associated with the use of the device. The IFU contains several cautions relating to these situations, including instructions for troubleshooting should they be encountered during use. Per the IFU: ¿if a fault light is detected, the system ready light is not illuminated, or there is no detachment after two detachment attempts, replace the dcb unit. If detachment still does not occur, carefully withdraw the entire microcoil system, and redeploy a new microcoil system.¿ with the available information documented in the complaint and without the complaint product available for return, the reported issue that the 1.00mm x 3.00cm galaxy g3 mini coil failed to detach during the procedure could not be confirmed. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective /preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization of an unruptured aneurysm; the location is at the bifurcation of the right middle cerebral artery (mca). The details of the procedure are as following: 90cm 6f shuttle sheath was inducted into the right internal carotid artery (rt-ica), the distal access catheter (dac) sofia¿ select catheter (microvention) to the m1 segment. The prowler select plus microcatheter was introduced into the superior m2 segment, the headway® duo microcatheter (microvention) was advanced to the c1 and the 3mm, 10mm arch pulserider aneurysm neck reconstruction device (anrd) was deployed in a hybrid configuration. The microcatheter was advanced into the target aneurysm via trans-cell technique. Continuous flush was maintained. Coil embolization was initiated. The complaint coil, a 1.00mm x 3.00cm galaxy g3 mini (glm910030 / 30701273) was the seventh (7th) coil used. The coil did not detach during the detachment attempt. The detachment button was pressed several times, but the coil did not detach. The enpower control cable (ecb00018200 / 30701269) was replaced and another attempt to detach the coil was made, but the coil still could not be detached. Another coil was used to replace the complaint coil. Additional coils were implanted, the pulserider was detached, and the procedure was completed. There was no report of any patient adverse event or complication. The complaint device is reported as not available to be returned.